Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). At 11:08 pm, the meter result was 8.0 inr. At 11:12 pm, the meter result was 2.2 inr. At 11:14 pm, the meter result was 1.9 inr. The first and second tests were performed using the same finger. There was no allegation of an adverse event. The therapeutic range is 2.0 - 3.5 inr. The customer had no antiphospholipid antibodies, no anemia, no medication, no diet changes, and no bruising or bleeding the customer had inflammation on his buttocks and had been using a salve. The suspect product was requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 368871) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer returned both meter and strips for investigation. The returned test strips were measured with the returned meter using liquid qc of a high level. Testing results: qc 1: 2.2 inr, qc 2: 2.2 inr, qc 3: 2.2 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.